Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that a single chamber transvenous system was implanted and the leadless implantable pulse generator (ipg) remains in the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) exhibited premature battery depletion and early end of service (eos). The leadless ipg was turned off and a replacement transvenous system is scheduled to be implanted. It was noted that the patient experienced dyspnea when the leadless ipg was turned off. No further patient complications have been reported as a result of this event.